Manufacturer narrative:
The investigation is in progress. A sample has been returned, but has not yet been evaluated. (B)(4).

Event description:
A surgeon reported the system stopped aspirating fluid from the eye, despite the pedal being fully depressed, while on continuous phaco mode. A new cassette was inserted and the case was completed with no further incidents. There was no pt harm reported.